Event description:
The home patient reported a reload set 161 alarm on a homechoice device during use. During troubleshooting of the alarm, it was discovered that the alarm may have been caused by a crack in the cassette. The cassette was replaced and the therapy was restarted. No patient injury or medical intervention was reported related to the event.

Manufacturer narrative:
Per the home patient, the sample was discarded.